Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer reference number: 2017865-2023-20557. During a clinic follow-up, the device and right ventricular (rv) lead were observed to have eroded through the patient's skin. The device and rv lead were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri.